Event description:
Information received indicates the right siderail is not latching due to a missing bushing and roller guide.

Manufacturer narrative:
The technician replaced the bushing and roller guide to repair the bed.